Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon eval, there was oxidation on the j1002/j1003 connectors which connect the computer/ analog (ca) and defibrillator boards. The cause of the inability to complete testing is a pulse voltage fault. The cause of the pulse voltage fault is lack of energy for pulse testing. The cause of the lack of energy is a current read error. The cause of the current read error is oxidation on the connectors. The root cause of the oxidation cannot be positively identified. No adverse event resulted from the defective monitor.